Event description:
The importer reported that user facility reported that a patient experienced burns and blistering at the treatment site resulting skin discoloration following use of the alma harmony system.

Manufacturer narrative:
The importer reported that a user facility indicated a patient experienced burns and blistering at the treatment site, resulting in skin discoloration, following use of the alma harmony system. The event is expected to resolve within several months and was reported in good faith. A follow-up investigation was conducted by the importer, during which the device was tested and found to meet all applicable specifications and performance requirements. No device/applicator malfunction was identified. Based on the investigation results, the event was concluded to be attributable to user error. Uf/importer report #: (B)(4).

Manufacturer narrative:
The importer reported that a user facility indicated a patient experienced burns and blistering at the treatment site, resulting in skin discoloration, following use of the alma harmony system. The event is expected to resolve within several months and was reported in good faith. A follow-up investigation was conducted by the importer, during which the device was tested and found to meet all applicable specifications and performance requirements. No device/applicator malfunction was identified. Based on the investigation results, the event was concluded to be attributable to user error.

Event description:
The importer reported that user facility reported that a patient experienced burns and blistering at the treatment site resulting skin discoloration following use of the alma harmony system.

Manufacturer narrative:
The importer reported that a user facility reported that a patient experienced burns and blistering at the treatment site resulting skin discoloration following use of alma harmony system. This incident should resolve within several months and is being reported in good faith.

Event description:
The importer reported that user facility reported that a patient experienced burns and blistering at the treatment site resulting skin discoloration following use of the alma harmony system.